Manufacturer narrative:
Investigation summary: upon visual evaluation of the image provided in the complaint, the implant was observed to be ruptured. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: replacing the old implants with new larger implants. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with a 375cc mentor memorygel breast implant and experienced postoperative right-sided rupture. The patient underwent removal and replacement with two 515cc mentor memorygel xtra breast implant prostheses (catalog #: thpx515, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2021 to replace the old implants with the larger implants. Upon explantation, the right-sided rupture was observed. However, the device was discarded and is not available for product analysis.

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the patient's symptoms. The patient had laxity in bilateral lower poles of her breasts. Manufacturer's reference number: (B)(4).